Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 29-may-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident it was determined that station was on black screen. A field service engineer fse isolated the issue by disconnecting the bus cable to the bottom three drawers which allowed the station to power on. Further testing by reconnecting drawers 4 and 5 revealed the fault was coming from drawer 5. The fse replaced the bad drawer controllers and the pyxis module controller powered the station back on and confirmed proper operation. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the screen went black. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.